Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately nine days of intra-aortic balloon (iab) therapy the console generated an autofill failure alarm. It was noted that there were no abnormalities during insertion. The tubing and console were checked, but the same alarm was generated. The iab was removed and it was discovered that the inner lumen was broken. A new iab was inserted to continue therapy. After approximately one day of therapy with the second iab, the console generated an autofill failure alarm once again. The iab was removed and the inner lumen was also found to be broken. A third iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.4cm from iab tip. Additionally a kink was found on the catheter tubing near the y-fitting approximately 77.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.